Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the device had given him a rash. He was also not sure how to use the programmer part. He knew how to set it up but did not know if he needed to raise or lower it.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that he was getting a rash at implant site immediately after implant. The rash was not getting any better. It was indicated that he had appointment with healthcare provider (hcp) on the day of this call. It was later; patient reported the rash was rather large. He had seen hcp 5-10 times about the rash. He was informed by hcp that they never had a patient who had a rash related to the device. Hcp put him on antibiotics to get rid of the rash. It was not totally gone yet but it was tremendously decreased. It was not as bright any more like it was. He was told by hcp to wait with adjustment until the rash would be gone. A sudden change in symptom was noted. It was also reported that since implanted he never felt stimulation. He was concerned the ins was not working. He tried to increase stim and he cranked it up too high, up to 6-7 v and felt pain. Patient stated he was screaming from pain. He then decreased the stim and it was resolved. He stated it was his fault for going too high. It was indicated that yesterday or the day before yesterday, it was the first time where he felt some stimulation. Before that he never felt it even though he was carrying the patient programmer (pp) with him in his pocket the whole time. He expected he would feel something. It was also reported that his symptoms were not under control. He was going too often, he got up 4-5 times in the middle of the night. The symptoms seemed to be improved now in the last couple of days. It started reducing his trips to the bathroom.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they didn't know much about the programmer and therapy, so they weren't sure if it helped or if they had successful results since the "trial" in (B)(6) 2016. They mentioned that they voided every couple of hours and had a loss of therapy. It was noted that on the day of the report, they only went three times. The patient was told that they could only increase/decrease stimulation, and shouldn't make any other changes. It was indicated that they connected to the implant and the stimulation was on program 4 at 4.8v. It was further reported that they had a huge infection on their back from the implant that was a foot long, red, and inflamed. The patient did not know if the infection was confirmed, and thought it was probably more clearly a rash. After they put salve on the rash, it went away. They mentioned that they kept fairly active, played racquetball twice a week, and had a bowel movement once a week. It was noted that their medical history included leukemia and prostrate cancer. They had prostrate cancer "some time ago" and was told that if they got the interstim system, they could "hold it longer."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.